Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed potassium results generated on the architect c4000 instrument. The following data was provided (normal reference range 3.5 to 5.1 mmol/l): initial result was 1.5 mmol/l, repeated 3.5 mmol/l none of the results were reported. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer, performed multiple troubleshooting procedures, and determined the tubing, peristaltic head (rohs) the cause as it was found to have a blockage. Service removed the blockage, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results tickets reported for c402331. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No additional erratic or discrepant patient results have been documented since the tubing, peristaltic head (rohs) was replaced. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c4000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs). The architect c4000, c8000, and the c16000 erratic rates results were within acceptable limits with no trends identified. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Based on the information within the complaint record, no systemic issue or deficiency was identified.